Manufacturer narrative:
Intuitive followed up and obtained additional information. Accessory was available for return. Please refer to section a for patient demographic information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover accessory had a tear. The procedure was completed with no reported injury.